Manufacturer narrative:
(B)(4).

Event description:
It was reported that start new sensor occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and pass. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer. The reported event of a start new sensor is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.